Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure the tip of the screw threads appeared to be cross threaded preventing it from screwing the stem to the tibia baseplate. Therefore, the rep opened another one to complete the case. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location of the device is unknown.

Event description:
No additional information available at this time.